Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that spaceoar vue was placed under general anesthesia on (B)(6) 2024, additionally, fiducial markers were placed transperineally. On (B)(6) 2024, a computerized tomography scan confirmed the hydrogel was in place. However, by august 19th, the hydrogel was no longer visible on scans. The patient received two treatments using cone beam computed tomography, but the therapy was halted due to this issue. Further evaluation suggested a possible rectal wall infiltration, with the hydrogel potentially migrating through the mucosa into the lumen. The plan is to wait 1-2 months to allow the rectal wall to heal before resuming treatment and add one extra fraction for a total of 27 fractions instead of the planned 26 fractions. No patient complications were reported as a result of this event.